Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2010 and 02/23/2010 by phone, fax, and mail. A completed questionaire was received on 02/18/2010. Medical records were received on 02/15/2010. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she could not longer see close up or at intermediate distances. The consumer also reported her distance vision was not as good as it was prior to the implant surgery. The consumer sought a second opinion and was prescribed a pair of glasses. She is unhappy with her results from her implant surgery. In a follow up, the surgeon reported posterior capsule opacification had been noted a yag laser procedure had been recommended. The pt has declined the laser procedure.